Event description:
This complaint is now reportable based on the analysis completed on (B)(4) 2013. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure the device was unable to cross the lesion. Vascular access was obtained via the right radial artery. The 95% stenosed, de novo, target lesion was located in the mild tortuous and mild calcified right coronary artery (rca). The lesion was predilated reducing the stenosis to 80%. Then a 38 x 3.00mm taxus liberté was advanced to the rca; however, the device was unable to cross the lesion. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable. However, returned product analysis revealed that the stent moved on balloon.

Manufacturer narrative:
Device is combination product device evaluated by MFR: returned product consisted of a taxus liberte stent delivery system (sds) and stent with no other devices. There was contrast in the inflation lumen. The stent had moved on the balloon .5mm distally from the proximal markerband and there were stent strut impressions present on the surface of the balloon between the marker bands, indicating the stent was appropriately positioned and secured to the balloon in manufacturing. There was no indication the device was subjected to positive (inflation) pressure. There was distal tip damage. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty or the confirmed stent moved on balloon and tip damage. A thorough analysis of the returned device could not confirm the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).